Manufacturer narrative:
(B)(4).

Event description:
It was reported that during testing, a ventilator's pump generated an abnormal noise. There was no patient involvement.

Manufacturer narrative:
(B)(4). Additional information was received. This complaint no longer meets the requirements for reportability. Please disregard the previous report.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.